Event description:
A report was received which indicated that patient was found to have a disconnect where the connector and the tubing meet. Implanting surgeon has performed revision surgery to repair the tubing/port. Event is being reported in good faith although company has been unable to confirm the event with the surgeon.